Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, after some time the patient experienced rings and the inability to function with the rings of the intraocular lens. The plan was to do an intraocular lens exchange and place a monofocal intraocular lens in the left eye. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).